Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Customer was using insyte autoguardbc and the needle was a very sticking safety. They are worried about needle-stick injuries". Potential for "needle-stick injury for clinician or patient. Neither being good and needing reporting."

Event description:
No new information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.